Event description:
It was reported that the patient was experiencing a loss of therapeutic effect which occurred about 6 months ago. Symptoms of incontinence became worse every day for past week. The caller was not sure if unit was on/off or whether the patient could feel the therapy. For the past month, the patient had been in the hospital and now was in a skilled nursing care center. The patient was having problems lately with being wet. The patient was not one to be lazy or ever wanting to be wet however lately could not get to bathroom fast enough and in the am was wet. Information received from the healthcare provider noted that there was not a 50% or greater symptom reduction. The event cause was not determined. It was noted that the patient's interstim was reprogrammed and her symptoms resolved, date 2014 (B)(6). It was also noted that a CT had been ordered to evaluate the lead after the patient sustained several unrelated falls, date 2014 (B)(6). The patient experienced a sudden loss of therapeutic effect and a sudden loss of stimulation. The patient was recovered without permanent impairment.

Manufacturer narrative:
Product ID 3889-33, lot# va01qgd, implanted: 2012 (B)(6);product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).